Event description:
Patient called in 06/2003 alleging the meter would only prompt an error 5 message. No symptoms were reported, nor was an adverse event. The issue was not resolved with trobleshooting.